Manufacturer narrative:
Concomitant medical products: 700fc31 heart band, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was concern about the placement of the implantable cardioverter defibrillator (ICD) being implanted too close to the skin. The physician performed a pocket revision and implanted the ICD sub-pectoral. The device detected noise seen as short v-v intervals during the pocket revision procedure. After the surgery, the device was tested to be working as normal with no product performance issue. The device remains in use. No patient complications have been reported as a result of this event.